Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left- mentor smooth round moderate profile 475cc saline breast implant, catalog number 3501680, serial (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 475cc saline breast implants which the right side deflated after implantation even though we have not received information regarding explantation or an expected explantation date, removal and replacement with mentor saline implant was indicated.

Manufacturer narrative:
Additional information received on 10/18/2018, indicated that the date of event was approximately on (B)(6) 2018. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502500, lot number 7601166, serial number 7601166-047, and right replaced with catalog number 3502550, lot number 6936561, serial number (B)(4) on (B)(6) 2018. On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. White, red and yellow material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on both views. A rent was discovered within one of the creases on the posterior view measuring 1.2 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white, red and yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).